Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) throughout the day, with a high blood glucose (bg) of 414 mg/dl. The user performed multiple supply changes, after an "occlusion alert" and another one in the afternoon, but blood glucose (bg) remained elevated. Blood glucose (bg) was corrected after repeated supply changes. At follow-up, blood glucose (bg) was 350 mg/dl and trending downward. The user's reported symptoms during the event included joint aches and flu-like feeling. No outside assistance or medical intervention was required.